Event description:
It was reported that there were impedance readings of >20,000 ohms on electrodes #9-15. It was noted that this was new for the patient in the last few days. It was noted that the patient was not getting the coverage he needed. There were reportedly no falls or traumas. The patient was scheduled to get an MRI of the head. Additional information received two days later reported that the impedances were checked with "two electrodes impeded." It was noted that the cause of issue was not determined. It was noted that the patient was reprogrammed around the impeded electrodes and was doing well with good coverage. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 399930, lot# v109837, implanted: (B)(6) 2008, product type: lead. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).